Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal and middle left anterior descending (lad). The lesion was calcified, severely tortuous, and had a % stenosis. The lad was predilated with a non-bsc 2.50mm balloon. The physician attempted to advance the 2.50x24mm taxus express2 drug eluting stent to the lad, but the stent delivery system (sds) was unable to cross the lesion. The sds was removed from the patient and the physician noticed that the stent edge was flared. There were no patient complications and the procedure was successfully completed with a 2.50x20mm taxus express2 drug eluting stent.